Event description:
It was reported that this implantable cardiac resynchronization therapy defibrillator (crt-d) and other manufacturer right atrial (ra) lead had observations of the respiratory rate trend (rrt) sensor oversensing intermittent high out of range pacing impedances greater than 3000 ohms causing inappropriate atrial tachy response episodes. Technical services recommended consider programming rrt feature off to help mitigate the issue. The system remains in-service. There were no reported patient symptoms.